Manufacturer narrative:
Event site full name: (B)(6). Event site full address: (B)(6). Postal code: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that immediately after insertion and connecting the intra-aortic balloon (iab0 to the console, it was indicated that the iab had failed to inflate. The iab was removed immediately and blood was visible in the catheter. A new iab was used. However, after the guidewire was inserted, the second iab could not be placed along the guidewire. There was no patient harm or adverse event reported. This report is for the 1st iab used in this event. A separate report will be submitted for the 2nd iab used.

Manufacturer narrative:
2 photos was provided by the facility. The 2 photos were analyzed during the evaluation. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and iab membrane. One kink was observed on the inner lumen approximately 24.6cm from the iab tip. The pressure tubing was also returned for evaluation. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and pressure tubing was performed and a leak was detected within a inner lumen break approximately 24.6cm from the iab tip. The evaluation confirmed the reported problems. An inner lumen break was found within the iab membrane caused by a severe kink, it is difficult to determine when or how this occurred. This may have contributed to the iab failure. The evaluation confirmed the reported problems. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).